Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Gaurav gupta, donna a. Eckstein, vinayak narayan, fareed jumah, anthony a. Depalma, stephen j. Sozio, nancy prendergast, steven schonfeld, irwin keller, fawaz al-mufti, michael nosko, anil nanda, sudipta roychowdhury. Endovascular management of intracranial vertebral artery dissection: technical nuances for the preservation of posterior inferior cerebellar artery and basilar artery. Operative neurosurgery 19 (2020). Doi: 10.1093/ons/opaa174 the purpose of the study was to evaluate the clinical presentation, endovascular treatment techniques, and prognostic outcome of patients diagnosed with intracranial vad at our institution. 2 patients developed post-treatment infarcts in the pica territory.